Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Further evaluation found that the device was empty and the lockout mechanism was activated. A possible cause of the incident reported may be that a bypass of the advancer happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device made an unusual sound on the second firing and the clip was malformed. He removed the malformed clip. He then fired it outside of the patient and it fired fine, so he reintroduced the device into the surgical field and tried to fire it again and it locked out. Another device was used to complete the procedure. There was no adverse consequence to the patient.